Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced various problems concerning her urinary tract and bladder. During 2011, after continuously suffering from incontinence, spotting, urinary tract infections, and painful intercourse, the patient sought treatment and was advised that the mesh was eroded. No additional information has been provided.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-01969. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01969. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).